Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") in an adult female patient who had essure (batch no. 841535) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Previously administered products included for an unreported indication: marijuana. Concurrent conditions included overweight, vomiting and abdominal pain. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin). In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("dyspareunia"), abdominal distension ("bloating"), urinary tract disorder ("urinary problems"), nausea ("nausea"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), bladder disorder ("bladder problems") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2012. At the time of the report, the fallopian tube perforation, pelvic pain, dyspareunia, abdominal distension, urinary tract disorder, nausea, allergy to metals, fatigue and fibromyalgia outcome was unknown. The reporter considered abdominal distension, allergy to metals, bladder disorder, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, nausea, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6)2011 in current follow up reported as: (B)(6)2011 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Pathology test - on (B)(6)2012: result: fallopian tube, right, salpingectomy: complete cross sections identified. Benign fallopian tube tissue with mild chronic inflammation. Fallopian tube, left, salpingectomy: complete cross sections identified. Benign fallopian tube tissue with mild chronic inflammation.. Ultrasound scan vagina - on an unknown date: that it was safe and I shouldn't have any problems with the essure. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, dyspareunia and nausea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") in an adult female patient who had essure (batch no. 841535) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("dyspareunia"), abdominal distension ("bloating"), urinary tract disorder ("urinary problems"), nausea ("nausea"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), bladder disorder ("bladder problems") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, pelvic pain, dyspareunia, abdominal distension, urinary tract disorder, nausea, allergy to metals, fatigue and fibromyalgia outcome was unknown. The reporter considered abdominal distension, allergy to metals, bladder disorder, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, nausea, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: ??-jun-2011 in current follow up reported as: (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Ultrasound scan vagina - on an unknown date: that it was safe and I shouldn't have any problems with the essure. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received:event bladder problems,nausea,fatigue,allergy to metal, fibromyalgia added. Reporter,lab data added.lot number added. Event perforation nos updated to fallopian tube perforation. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation') in an adult female patient who had essure (batch no. 841535,547333) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, postpartum depression, termination of pregnancy - elective and palpitation. On (B)(6)2012: result of essure confirmation test: total bilateral occlusion. Previously administered products included for an unreported indication: depo-provera, marijuana, zoloft and ibuprofen. Concurrent conditions included overweight, vomiting, abdominal pain, bleeding genital, vaginal infection, pap smear abnormal, vaginitis, vaginal cyst, post coital pain, blurry vision, chronic inflammation of orbit, unspecified and dyspareunia. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin). In (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain ("pain"), nausea ("nausea") and allergy to metals ("nickel allergy/ I am allergic to metal"). In (B)(6)2011, the patient experienced dyspareunia ("dyspareunia"). In (B)(6)2012, the patient experienced urinary tract disorder ("urinary problems"), fatigue ("fatigue") and bladder disorder ("bladder problems"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2012. At the time of the report, the fallopian tube perforation, pelvic pain, dyspareunia, abdominal distension, urinary tract disorder, nausea, allergy to metals, fatigue and fibromyalgia outcome was unknown. The reporter considered abdominal distension, allergy to metals, bladder disorder, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, nausea, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6)2011. In current follow up reported as: (B)(6)2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6)2017: the bilateral fallopian tubes are occluded by the essure devices.. Pathology test - on (B)(6)2012: result: fallopian tube, right, salpingectomy: complete cross sections identified. Benign fallopian tube tissue with mild chronic inflammation. Fallopian tube, left, salpingectomy: complete cross sections identified. Benign fallopian tube tissue with mild chronic inflammation.. Ultrasound scan vagina - on an unknown date: that it was safe and I shouldn't have any problems with the essure. Most recent follow-up information incorporated above includes: on 13-jan-2020: medical records received : new reporter and patient demographic, concomitant condition, lab data and lot number added. On 14-jan-2020: medical records received: new reporter and patient demographic, concomitant condition added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation') in an adult female patient who had essure (batch no. 841535,547333-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, postpartum depression, termination of pregnancy - elective and palpitation. On (B)(6)2012: result of essure confirmation test: total bilateral occlusion. Previously administered products included for an unreported indication: depo-provera, marijuana, zoloft and ibuprofen. Concurrent conditions included overweight, vomiting, abdominal pain, bleeding genital, vaginal infection, pap smear abnormal, vaginitis, vaginal cyst, post coital pain, blurry vision, chronic inflammation of orbit, unspecified and dyspareunia. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin). In (B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pain"), nausea ("nausea") and allergy to metals ("nickel allergy/ I am allergic to metal"). In (B)(6)2011, the patient experienced dyspareunia ("dyspareunia"). In (B)(6)2012, the patient experienced urinary tract disorder ("urinary problems"), fatigue ("fatigue") and bladder disorder ("bladder problems"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2012. At the time of the report, the fallopian tube perforation, pelvic pain, dyspareunia, abdominal distension, urinary tract disorder, nausea, allergy to metals, fatigue and fibromyalgia outcome was unknown. The reporter considered abdominal distension, allergy to metals, bladder disorder, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, nausea, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6)2011, in current follow up reported as: (B)(6)2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6)2017: the bilateral fallopian tubes are occluded by the essure devices. Pathology test - on (B)(6)2012: result: fallopian tube, right, salpingectomy: complete cross sections identified. Benign fallopian tube tissue with mild chronic inflammation. Fallopian tube, left, salpingectomy: complete cross sections identified. Benign fallopian tube tissue with mild chronic inflammation. Ultrasound scan vagina - on an unknown date: that it was safe and I shouldn't have any problems with the essure. Most recent follow-up information incorporated above includes: on 28-jan-2020: update of information (batch is not valid) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation') and salpingitis ('fallopian tube tissue with mild chronic inflammation') in an adult female patient who had essure (batch no. 841535,547333-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, postpartum depression, termination of pregnancy - elective and palpitation. On (B)(6) 2012: result of essure confirmation test: total bilateral occlusion. Previously administered products included for an unreported indication: depo-provera, marijuana, zoloft and ibuprofen. Concurrent conditions included overweight, vomiting, abdominal pain, bleeding genital, vaginal infection, pap smear abnormal, vaginitis, vaginal cyst, post coital pain, blurry vision, chronic inflammation of orbit, unspecified and dyspareunia. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pain"), nausea ("nausea") and allergy to metals ("nickel allergy/ I am allergic to metal"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2012, the patient experienced urinary tract disorder ("urinary problems"), fatigue ("fatigue") and bladder disorder ("bladder problems"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, salpingitis, pelvic pain, dyspareunia, abdominal distension, urinary tract disorder, nausea, allergy to metals, fatigue and fibromyalgia outcome was unknown. The reporter considered abdominal distension, allergy to metals, bladder disorder, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, nausea, pelvic pain, salpingitis and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2011. In current follow up reported as: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: the bilateral fallopian tubes are occluded by the essure devices. Pathology test - on (B)(6) 2012: result: fallopian tube, right, salpingectomy: complete cross sections identified. Benign fallopian tube tissue with mild chronic inflammation. Fallopian tube, left, salpingectomy: complete cross sections identified. Benign fallopian tube tissue with mild chronic inflammation. Ultrasound scan vagina - on an unknown date: that it was safe and I shouldn't have any problems with the essure. Most recent follow-up information incorporated above includes: on 14-may-2020: mr received : event "fallopian tube tissue with mild chronic inflammation" added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("dyspareunia"), abdominal distension ("bloating") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (had surgery to remove essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the perforation, pelvic pain, dyspareunia, abdominal distension and urinary tract disorder outcome was unknown. The reporter considered abdominal distension, dyspareunia, pelvic pain, perforation and urinary tract disorder to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.